Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an untreated episode showing oversensing of myopotential signals. Troubleshooting was performed and myopotentials were reproduced in the secondary and alternate vectors. The device was then programmed to primary vector. Technical services (ts) reviewed the device data and troubleshooting suggestions/recommendations were provided. Additional information was provided. The patient has now received an inappropriate shock for myopotentials on primary vector. Chest x-rays were performed and sent to ts for review. Ts discussed that the primary vector does not seem to offer adequate sensing qualities and the r-wave amplitudes are even lower than in alternate and myopotentials are easily oversensed due to poor r/noise ratio. It was recommended to determine the origin of the noise with arm movements. Further troubleshooting options and programming recommendations were provided. The s-ICD system remains in service. No additional adverse patient effects were reported.